Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.